Event description:
It was reported by the customer that the medical doctor indicated that the syringe ruptured when pushing medication through it. The sides of the syringe burst. No information was received regarding any serious injury as a result of this product issue.